Event description:
It was reported that the 14 mm lt reamer would not advance to the desired depth.

Manufacturer narrative:
Based on advisement from recall coordinator, we were instructed to file this MDR for notification purposes. The device was not returned to the MFR for eval. It is possible that the cutting tip geometry was not present as specified per print.